Event description:
In 2006, pt underwent cardiac catheterization followed by angioplasty and placement of a stent to the right coronary artery due to an abnormal stress thallium test. Angio-seal was used as a vascular closure to the right femoral artery. The pt was discharged from the hosp two days later without any known complications. Pt was brought back into another hosp twenty-three days later for an aortogram with run-off due to right leg claudication. The aortogram showed a 90% lesions in the right common femoral artery at the bifurcation of the superficial fermoral artery and profunda. It was felt that this was a foreign body, most likely the angio-seal from his previous coronary intervention. The films were shared with a vascular surgeon and arrangements were to be made for the pt to come in at a later date for vascular surgery for removal of retained foreign body in the right femoral artery. It was learned that the pt collapsed at work three days later and died. Autopsy showed that the pt died from cardiac dysrhythmia caused by acute coronary insufficiency caused by arteriosclerotic coronary heart disease.